Manufacturer narrative:
A DHR (device history record) was completed on (B)(6) 2015 for this product and no deviations, non-conformances, or reworks were observed. In addition, performance testing with blood was performed on the retain test strips on (B)(6) 2015. The retain test strips failed the performance testing with blood for accuracy and precision at 300mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately erratic as well as inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation since the patient was unable to be contacted by the medical surveillance specialist (mss), despite numerous attempts, to obtain additional information. It is not known when the inaccuracy issues started, however the patient claims to have obtained blood glucose readings of ¿182, 213 and 392mg/dl¿ with the subject meter within 20 minutes of one another. In addition, the patient also obtained a blood glucose result of ¿121mg/dl¿ on the subject meter which they claim was higher than an unknown result which was obtained on an emergency medical service (ems) meter within 30 minutes of one another. The patient manages their diabetes with an unknown dosage of unknown ¿pills¿ and it is not known if the patient made any changes to their normal diabetes management routine as a result of the alleged inaccuracy issues. On an unknown date an unknown period of time before the alleged inaccuracies the patient stated that they ¿lost consciousness¿, and also experienced symptoms of ¿shaking and confused¿. Despite experiencing these symptoms the patient denied receiving any form of treatment for their condition. No further details regarding this event were able to be obtained. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient¿s products were replaced and requested for evaluation. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issues began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately erratic¿ subject meter results did not affect treatment options prior to or after the onset of these symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.